Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.

Manufacturer narrative:
Follow-up # 1 (03/23/11)-device evaluation: the test strips involved with this complaint was requested but has not been returned to lifescan. The meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the returned meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at an unknown time. The patient was not able to specify the blood glucose readings with the subject meter and another meter (brand unknown); however the cca noted they were performed within 30 minutes of each other. As part of her diabetes regimen, the patient claimed she is on oral medication (metformin) and insulin (lantus). The patient denied taking any action regarding her diabetes regimen as a result of the alleged issue. Two days after the alleged issue began, the patient reportedly became dizzy, sweaty, nervous, and was experiencing a "fast heartbeat". According to the patient, on (B)(6) 2011 at an unknown time, she went to see her health care provider (hcp) for assistance. Per the hcp's advised, the patient stated she had to keep checking her blood glucose level, relax, and possibly get a new meter. The patient denied testing on any other blood glucose device at the time of the doctor's office visit. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly, an approved sample site was used to obtain the result on the subject meter, and the patient's testing steps were correct. The patient was not able to recall if the test strip vial was cracked or broken and she did not have the control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.